Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: sounds like it was causing the pump to constantly alarm as ¿occlusion¿.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m experienced blockage. The following information was provided by the initial reporter: sounds like it was causing the pump to constantly alarm as ¿occlusion¿.

Manufacturer narrative:
H6: investigation summary one used sample (model # 10010453) was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 and lot number 22055926 was performed. The filter was inspected with a microscope for solvent blockage but because the filter was completely clogged with lipids, no solvent was observed. The sample was sent to the supplier to aid the investigation. Under the microscope, a first visual assessment of the filter set revealed no irregularities. The filter was then put through two distinct tests. The first test entailed flowing red dye through the filter using a syringe to see if there were any noticeable occlusions. In the second test, a flow test was performed, and the filter only reached 10ml/min versus the pass rate of 100ml/min. It was observed that there was a reduced flow rate within the filter however the filter was not fully occluded. The second test was performed with the tubes attached (as received), then with the tubes removed to check that the occlusion was not caused by an excess of solvent at the port where the tubes join. The filter was then flushed with 70/30 ipa to eliminate any remaining lipids before being allowed to dry overnight. The filter was then tested again using the flow test, and the flow increased to 20ml/min, which is still far below the pass threshold of 100ml/min. This increased flow rate result has highlighted that potentially the low flow observed has been caused by the membrane becoming clogged with prolonged used of lipid solutions. The filter was then disassembled to check the internal of the housings with no visible occlusions being observed. Therefore, the root cause of the reduced flow rate and flushing issue remains undetermined. The stated issue was confirmed with the supplier. Although the root cause could not be determined the most likely cause of this restricted flow is the lipids used within the filter clogging the membrane.